Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the board would not stay on battery power due to an open resistor, r159. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per subsidiary, the machine switched off immediately with zero minutes displayed on the central control monitor (ccm) when unplugged. There was no time lag between unplugging and turning off the unit. The battery icon and the power light emitting diode (led) on the front panel were green when the event occurred. This was not a back up unit. There was no warning sign before the system shut down. The customer fully discharges and charges the battery at least once every month. They maintain charge in batteries by running it on wall power during surgeries.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the advanced perfusion system 1 (aps1) was not switching over to battery when there was loss of power. As a result, they used a universal power supply (ups) to run the machine. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.